Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited oversensing that was reproducible with arm movements. The lead was found to be fractured. The lead was capped and replaced, and the patient was in stable condition following the procedure.